Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the tip and plunger clamp in position #9. The instrument was tested without further problem, and was returned to expected operation.